Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was not connected. The home patient (hp) stated they became disconnected from the set. All bags were properly connected before the disconnection. The hp went to the hospital to continue their therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be a use error due to the patient disconnecting from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA. A batch review could not be performed as the lot number was unknown.